Manufacturer narrative:
The concomitant products: lasso nav eco catheter x2. Carto patches. Coolflow tubing. Transeptal needle kit. Carto 3 serial # (B)(4). Stockert: serial # (B)(4). Coolflow pump: (B)(4).

Event description:
It was reported that during an atrial fibrillation, prior to an adverse event, there were carto 3 system issues: magnetic field distortion (that error was fixed by moving the arm of fluoro system). Error message number 371: mapping electrodes not available. Alerts: message number 2601: end-expirium data missing. Alerts: message number 88: accurate force reading obstruction. At this point, the below items were exchanged: lasso nav eco dongle. Lasso nav eco cable. Lasso nav eco catheter. No result was observed, the error messages were still popping up. The physician started by creating a left atrial geometry and doing a wide area circumferential ablation to isolate the left and right sided pulmonary veins. After the veins were isolated, the atrial fibrillation turned into an atrial tachycardia. The physician then proceeded to map the left and right atriums to determine where the tachycardia was originating from. During the case it was impossible to turn accuresp module on. The physician performed the case without the accuresp mode activated. After approximately 6h of procedure the nurse reported that the heart pressure went up. It was acknowledged that the heart tamponade occurred. The patient was stable talk. No intervention was performed. The patient is being observed overnight. The patient will need another procedure.